Manufacturer narrative:
After investigating the issue the stm determined the pim module needed to be replaced. After replacing the pim the stm completed a full preventative maintenance and ran the pump on a simulator without any errors. All functional and safety tests passed. The unit was returned to the customer for use.

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit displayed autofill errors .there was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.